Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device phn multiloc ø8 izq can l160 tan is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the patient underwent an unknown surgery with the multiloc humeral nail on (B)(6) 2019. The patient had a narrow medullary cavity and the nail was inserter with hammering. During distal locking, a crack was observed in the bone at the tip of the nail. A sling fixation was applied to the patient and he will start pendulum exercise about a week after the surgery. The surgeon commented that is unknown whether the crack occurred at the time of injury or during the surgery due to it was a high energy trauma. The surgery was completed without additional treatment. Patient's outcome is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).